Event description:
Reference number (B)(4). Event occurred in brazil. The patient reported experiencing a bent cannula event on (B)(6) 2026, which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient through self-administration of insulin via pump, resolving the issue with no further complications. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.